Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the sheath tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to have been used and contained the anchor in the device tip. The anchor, collagen and tamper tube were able to be successfully deployed in functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received the following information: a physician was performing an 8 french (8f) neuro intervention and attempted closure using an angio-seal vascular closure device. All procedural steps were performed correctly by an experienced physician. After the device was located, set, and sealing was attempted, the entire angio-seal came out. No footplate, suture, or other components were present. Manual compression was promptly administered. Estimated blood loss was less than 250 cubic centimeters (cc). The patient's condition was reported as stable. The procedure performed prior to angio-seal deployment was a cerebral intervention. The event occurred intra-operatively.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: board runner. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.